Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the video injection into the zeiss kinevo microscope "flickered" then went blue. Eventually returning to the injected screen without prompt from the user. The issue was noted to have recurred. To continue with the procedure, the data injection was turned off on the kinevo. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. A second microscope was then tested and the navigation system was found to function as design. The reported issue was found to be related to the microscope. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.